Event description:
Doctor had to remove a revision knee because the patient had an infection. Removed hardware and put an antibiotic spacer.

Manufacturer narrative:
Additional devices listed in this report: cat 5560-s-112, lot m8k11j, description: tri cem stem 12mmx50mm; cat 5537-g-413, lot mka48a, description: no4. Tri ts plus tibial insert x3 poly 13mm; cat 5541-a-401, lot hhub, description: triathlon fem dis augment 10mm-size 4 left; cat 5521-b-400, lot hfmsd, description: tri tsbaseplate size 4; cat 5570-s-080, lot m5n08ax, description: tri total knee sys offset adapter 8mm; cat 5560-s-115, lot m7l11r, description: tri ceme stem 15mmx50mm; cat 5541-a-402, lot dwoj, description: tri fem distal augument 10mm ¿ size 4 right; cat 5543-a-400, lot gjyf, description: tri post augument sz4 5mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a tri ts femur sz4 left was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated there have not been any other events for the specified lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Doctor had to remove a revision knee because the patient had an infection. Removed hardware and put an antibiotic spacer.